Manufacturer narrative:
Updated fields- b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported., even though it was not a large amount. It was confirmed that it slightly exceeded the specified value for the gas leak test. After checking the inside of the device and adjusting the connection part of the helium gas tube, it was improved. Subsequent operational inspections also showed that the normal amount of helium gas was being maintained, so the results were good. All functional and safety test performed.

Event description:
It was reported during inspection during storage discovered by customer and fst was contacted , the cardiosave intra-aortic balloon pump (iabp) helium gas is quickly depleted. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.